Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that o ring keeps coming out from the top of the reservoir compartment and alarmed hardware low level failures. The customer¿s blood glucose level was unknown. Customer stated that the pump had damage during normal use wear and tear. The customer was assisted with troubleshooting. Customer states pump error alarms and self test was performed and the test was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.